Event description:
The stent subject device was returned for analysis, and it was discovered that the subject stent was deployed within the proximal lumen of the microcatheter shaft during use. The stent was deformed and the stent delivery wire was kinked/bent. The subject device was reported to be replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned for analysis in a deployed condition. The distal end of the stent was deployed inside the proximal lumen of an microcatheter (mc), leaving the remainder of the stent deployed inside the hub of the mc. It was necessary to cut the mc shaft in order to remove the stent. Once removed the stent was noted to be deformed at the proximal end of the device. The stent delivery wire (sdw) was kinked/bent towards the distal end of the wire (just distal to the distal bumper), and the introducer sheath was undamaged. However, blood was noted inside the lumen of the introducer sheath. A functional evaluation could not be performed as the stent was returned in a deployed state. The reported event of 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event of 'stent deployed prematurely during retraction/re-sheathing' was not confirmed as the stent was found to be deployed during use. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the subject stent was routinely flushed and advanced along the microcatheter. During the advancement process, it was found that the stent could not be pushed further after being delivered approximately 6 cm into the microcatheter due to significant resistance. Despite multiple attempts by the physician, advancing the stent proved difficult. At this point, when the physician attempted to withdraw the stent, it was discovered that the stent had already been deployed inside the hub of the microcatheter, necessitating the withdrawal of the delivery wire'. Based on the event description and analysis results, it appears that the introducer sheath was initially correctly positioned but subsequently moved slightly proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by the proximal sheath movement). The user would, as a consequence, experience resistance during attempts to advance the stent through the microcatheter lumen. Upon realizing this, the user attempted to withdraw the stent. During this action, the stent appears to have deployed inside the lumen of the mc. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. One thing to note: blood inside the lumen of the introducer sheath suggests that insufficient continuous flow may have been a contributing factor in this complaint device. Based on review of all available information an assignable cause of procedural factors has been assigned to the reported event of 'stent difficult/unable to advance or pullback through catheter', 'stent deployed prematurely during retraction/re-sheathing' and analysed event of 'stent deployed prematurely during use', 'stent deformed', 'sdw kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.